Event description:
Asr revision; asr hip resurfacing left; reason(s) for revision: trauma. Update received (B)(4) 2013. Patient details and form 57 added. Additional hospital, additional reasons for revision added. Reason(s) for revision: trauma, alval / soft tissue reaction, femoral neck fracture on resurfacing (beyond 3 months).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr hip resurfacing left, reason(s) for revision: trauma. Update received 31st october, 2013. Patient details added. Additional hospital, additional reasons for revision added. Reason(s) for revision: trauma, alval / soft tissue reaction, femoral neck fracture on resurfacing (beyond 3 months). Update received 13th march 2014. Patient demographics received. Patient details: height and weight added. X-rays attached. New fields added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr hip resurfacing left, reason(s) for revision: trauma. Update received (B)(6) 2013. Patient details and form 57 added. Additional hospital, additional reasons for revision added. Reason(s) for revision: trauma, alval / soft tissue reaction, femoral neck fracture on resurfacing (beyond 3 months) update received (B)(6) 2014. Patient demographics received. Patient details: height and weight added. X-rays attached. New fields added.